Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in late 2008. Predilatation was performed prior to stenting of the proximal lad with one xience v stent. No procedural complications were reported. In early 2009, the patient had his dinner at 8.00 pm and was relaxing on the chair. At around 10 pm, when his daughter tried to talk to him, he did not respond to her and didn't respond to painful stimuli. He was taken to the hospital, was declared expired. The patient was taking aspirin and clopidogrel at the time of the event. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident information. Death is a known risk of coronary stenting procedures and is listed in the xience IFU as a potential adverse event and is not necessarily an indication of a product quality deficiency. Death is listed as a no-fault post-procedure complication. There was no report of any product malfunction as the time of the stent implant. There is no indication of a product quality deficiency; however, a conclusive cause for the reported patient effect, and the relationship to the product, if any cannot be determined.